Manufacturer narrative:
The customer was reportedly wearing gloves. The customer was reportedly following a user assistance troubleshooting article and was unable to recall which one. The investigation confirmed the metal edge of the reagent storage air exhaust on the customer¿s instrument is within specifications. No parts were repaired or replaced as there was no evidence of a product malfunction. The user assistance of the cobas 6800 instrument includes several warnings indicating "risk of hand injury due to sharp edges inside the system. Do not reach inside the system."

Event description:
We received information that a customer cut his outer right thumb on the cobas 6800 reagent storage air exhaust. The customer reportedly applied a bandaid on the wound and received a tetanus shot from the hospital employee health facility. No additional treatment was required.